Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event date - (B)(6) 2016. This report is number 13 of 13 mdrs filed for the same patient (reference 1825034-2016-03636, 03671 / 03679, 03681 / 03683).

Event description:
It was reported that patient had a neurostimulator implanted approximately 10 months post-implantation due to pain. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 12 of 15 mdrs filed for the same patient (reference 1825034-2016-03636, 03671 / 03679, 03682 / 03683 & 04233 / 04235).

Event description:
It was reported that patient had a neurostimulator implanted approximately 10 months post-implantation due to pain. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. It was reported in medical records received that patient had a trial neurostimulator implanted approximately nine months post-implantation due to pain, bursitis, neuralgia and neuritis. The patient had the final neurostimulator implanted approximately one month later. Prior to the procedures, the patient received hip injections for pain.